Event description:
It was reported that the patient had the spectra penile prosthesis replaced due to a severe infection. No further patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.